Event description:
The manufacturer was contacted in reference to an essence device. There was an allegation that part of the neb melted and the one tubing that goes to the air part kept coming off. The device smelled like medicine. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.